Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance test result was obtained after the replacement generator was connected to the original lead. Proper generator/lead connection was confirmed and diagnositc testing of the replacement generator alone was within normal limits, indicating either a potential break in the original lead or a lead/nerve interface issue. Both the lead and generator were replaced. Further follow-up revealed that high lead impedance test result was also obtained during device diagnostic testing performed approx nine months before generator replacement surgery, indicating that the suspected lead issue existed prior to generator replacment surgery. Treating neurologist indicated that the pt's vagus nerve was very scarred. It was reported that the pt had not suffered any recent injury or trauma that may have damaged the ncp system and that the pt did not manipulate that device through the skin. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
Operative notes (revision surgery) was received. The revision surgery was being done to replace the generator for end of service. The operative notes state that the lead was disconnected from the old generator and a new generator was connected to the lead. The new generator and the old lead were interrogated which resulted in a high impedance reading. The new generator was disconnected and "checked for its activity" and was found to be working properly. The generator was then reconnected to the lead and again resulted in high impedance. It was thought that the reason for high impedance was probably due to scar tissue around the leads on the vagus nerve. The scar tissue and lead was removed. A new lead was implanted and was connected to a new generator. The new system was interrogated and impedance was found to be appropriate. The physician reported that the vagus nerve was very scarred and that the patient is better now with the new vns system. Programming history and diagnosis data was reviewed. The high impedance was recorded to be observed in 3/2005. The lead and generator were returned. The concomitant device (pulse generator) has been analyzed. Product analysis results: the reported high impedance event is not related to the generator. No electrical or visual anomalies were identified that could adversely affect device performance. The generator is operating within limits; meeting the manufacturer's final electrical test specifications. The lead analysis is pending.